Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr/product code otn/exemption # e2014015. Total number of events: 13. Aris: 9 initial 3 follow-up. Minitape:1 - attachment: [otn asr june-july 2018.pdf].

Event description:
As reported to coloplast though not verified, patient's legal representative stated pain, urinary incontinence, physical deformity, loss of the ability to perform sexually.